Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed. In addition, the DHR review verifies that the devices were manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4). Event description continuation: the physicians believed the patient should have a satisfactory recovery .the physician¿s opinion regarding the cause of this adverse event is that there was no fault with the biosense webster product. The physician did not consider cancelling the procedure caused a potential risk to this patient. It was suspected that the ez steer coronary sinus catheter perforated the left ventricle through the thin walled scar during mapping, but unconfirmed that it may have been the ez steer coronary sinus catheter or the competitors his catheter. The 8fr terumo sheath was used in the femoral artery. There was no transseptal puncture or ablation performed. The patient received anticoagulation during the procedure. Additional clarification has been requested to clarify the patient outcome. However, no further information has been made available. It was stated that the suspected device was the ez steer coronary sinus catheter but that the issue may have also been caused by the ez steer coronary sinus catheter. Therefore, we are taking the conservative approach and reporting this event under both these catheters.

Event description:
It was reported that a patient, underwent a procedure for a left ventricular tachycardia (vt) with an ez steer coronary sinus catheter and an ez steer thermocool navigational 4mm catheter and suffered a cardiac tamponade and a transient ischemic attack which required a pericardiocentesis. During the mapping phase of the procedure, a significant antero-apical, thin walled scar was identified. This region of scar required detailed mapping, which was performed over 10 minutes. During the mapping period, the patient reported slight chest discomfort and then a rise in sinus heart rate was noted. A few minutes later, the anesthesiologist reported a fall in blood pressure to 60 systolic. The catheter was withdrawn from the left ventricle and echocardiography performed. There was a cardiac tamponade detected on echo, with right ventricle collapse and left ventricle wall motion depression. The patient's systolic blood pressure was noted at 35mmhg. There was a minor stroke also reported. The patient remained conscious and responded to questions. The pericardiocentesis kit was opened, code blue was called and support from another electrophysiologist was requested. A pericardiocentesis was successfully performed with 400ml drained from around the heart, restoring the patient's blood pressure to normal. At this time, the patient was put under general anesthetic and intubated. The procedure was abandoned and the patient sent to the ICU. The outcome of the adverse event was the patient was improved. The patient did require extended hospitalization. The patient stayed for 24 hours and ICU stay. However, he was unsure of the final length of the patient's stay.

Manufacturer narrative:
Correction to 3500a submitted. We reported this event under both the ez steer thermocool navigational 4mm catheter and the ez steer coronary sinus catheter. However, in the report we stated that it was suspected that the ez steer coronary sinus catheter perforated the left ventricle through the thin walled scar during mapping, but unconfirmed that it may have been the ez steer coronary sinus catheter or the competitors his catheter. It was stated that the suspected device was the ez steer coronary sinus catheter but that the issue may have also been caused by the ez steer coronary sinus catheter. Therefore, we are taking the conservative approach and reporting this event under both these catheters. The report should have stated that it was suspected that the ez steer thermocool navigational 4mm catheter perforated the left ventricle through the thin walled scar during mapping, but unconfirmed that it may have been the ez steer coronary sinus catheter or the competitors his catheter. It was stated that the suspected device was the ez steer thermocool navigational 4mm catheter but that the issue may have also been caused by the ez steer coronary sinus catheter. Therefore, we are taking the conservative approach and reporting this event under both these catheters. (B)(4).